Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer corrected the date, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.